Event description:
It was reported that during the procedure, the device had a low energy power of 30 watts. It was noted that the screen displays the energy save mode with no error code displayed. The procedure was completed with the original device. There were no patient complications reported.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). Based on the work order performed, the laser cavity energy output was checked on site and order accessories for replacement. The lamp was replaced, and the energy was checked. Simulate surgery, measure energy, and train operation. During service repair, the fse replaced the lamp, and the problem was resolved. The unit was within specification and as a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. According to the device instructions for use (IFU), is no indication that the device was not used in accordance with the IFU. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the device had low energy. The procedure was completed with the original device. There were no patient complications reported.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the fse checked the laser cavity energy output and ordered accessories for replacement. The lamp was replaced and the energy was checked. After the fse replaced the lame, the issue was resolved and the unit was within specification; functioning as intended. A review of the device instructions for use (IFU) and operators' manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on investigation results, the reported event of low power was confirmed. The malfunction found could have affected the device performance leading to the event. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.